Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise. The physician decided to revise the lead. During the procedure, the physician visually noted that the atrial lead insulation was damaged. The atrial lead was capped and replaced on (B)(6) 2025. The patient was stable.